Event description:
It was reported that during a procedure the pulse oximeter "stuck to patient's finger, skin peeled off." This produced a blister that bled.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Verification of the incoming inspection documents confirmed that tapes used during the manufacturing of the returned device met material specifications and drawing requirements and were inspected and accepted by quality control prior to release to production. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. All reprocessed pulse oximeter sensors are subjected to 100% testing prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.